Manufacturer narrative:
Product analysis:analysis confirmed that the stylus and the cursor were not aligned. Replaced xy printed circuit board (pcb) and re-calibrated stylus. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the user was unable to click the left side of the programmer screen. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.